Event description:
A facility reported a strand of hair was found inside the sterile package of a sensor kit (ID 826633). No patient contact. The procedure was completed with a replacement product available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The icp sensor (ID 826633) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the supplier was able to identify a strand of hair in the sterile packaging. The final packaging is not performed by the supplier. The complaint could be verified through failure analysis. Root cause - the complaint was confirmed in the complaint investigation. Per the failure analyst, strand of hair was found in the sterile packaging. Potential root causes include improper packaging materials, inadequate seal strengths, or operator error. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
N/a.